Event description:
During patient's bath after surgery, a small blood leak was noted on the patient's sheets. After tracing the source, it was determined that there was a pinhole leak in a part of the connection of the arterial line tubing. Pt. Was assessed; vital signs remained stable after the incident with no injury noted.this is the 3rd time an incident has occurred that involved a leak at the connection of the arterial line tubing.